Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was over 600 mg/dl. The caller did not observe any significant events leading to the alarm. The customer's mother stated that the insulin pump had not been exposed to a strong magnetic field. The caller was unable to complete the rewind sequence. She reported that there had been a knot in the infusion set tubing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture on force sensor resistor. Unable to test for prime/a33, occlusion and excessive no delivery tests due to motor error alarm; the motor was tested outside the device and passed. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.